Manufacturer narrative:
Evaluation summary: the consultant acknowledges he had difficulties intubating and speculates this could have led to the cap becoming dislodged. We cannot investigate the cap as it has been disposed. Re-train the users at the hospital on how to attach the oe-a63 and check its operational condition properly, of course with reference to the recent fsca & updated IFU. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
During an ercp procedure the distal end cap became dislodged on extubation. The cap was safely retrieved without harm to the patient. The consultant acknowledges he had difficulties intubating and speculates this could have led to the cap becoming dislodged. We cannot investigate the cap as it has been disposed. The combined ed34-i10t2, a (B)(4) shall be investigated. This event occurred at the time of during use.